Event description:
The pt called lifescan and alleged that their meter was prompting an error 4 message. Medical affairs spoke to the pt and obtained/verified the following information. The pt stated that the last time they tested on their meter was the night before the event. They did not recall the result. They take insulin 5 times a day based on their meter results. Throughout the day of the event they quessed at their insulin because they could not obtain a meter result. They stated that they did not take enough during the day, which led to high blood sugar. At around 9:00 p.m., they were felling tired and warm. They were taken to the emergency room where they had a blood glucose result of 464 mg/dl. They were treated with insulin and released after a few hours. The pt stated that the room where they were testing was a normal room temperature. The test strips were in good condition. The meter issue was not resolved. Based on the info supplied by the pt, there is an indication that the product malfunctioned. There is also evidence that the malfunction led to a serious injury. A replacement meter was sent to the pt. This case is being documented as an adverse event.